Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 3.00x16mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the target lesion. Upon advancing the device into the hub, it was noted that the shaft of the sds broke. The physician elected not to advance any other devices into the patient and left the lesion untreated.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis without the manifold hub. A visual and tactile examination found a break in the hypotube shaft 895mm proximal from the mid-shaft bond as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 3.00x16mm promus premier stent delivery system (sds) was selected and advanced to treat the target lesion. Upon advancing the device into the hub, it was noted that the shaft of the sds broke. The physician elected not to advance any other devices into the patient and left the lesion untreated.

Manufacturer narrative:
Device is a combination product. (B)(4).